Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was in postanesthesia care unit (pacu) and started coughing up blood after a laparoscopic gastric sleeve procedure. Surgeon brought the patient back to operating room(or) and found gastric bleeding inside the stomach. Staple line was intact. The source of bleeding was from small bleeder on the inside of the stomach staple line. This follows on procedure took an additional 3hrs and a combination of endoscopic and laparoscopic techniques were used to suture and clip the bleed. The event lead to one day extended patient hospitalization.